Manufacturer narrative:
Patient codes (B)(4) no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on (B)(6) reported they did not know the cause of the burning at the incision. The patient stated the sudden burning at the incision site had been resolved and nothing to do with the incision. There were no further complications that have been reported as a result of this event.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Patient reported sudden bruising on the inside of each thigh and burning at the incision site. Patient said they took some pain pills at first , however they were not taking them anymore as the burning was subsiding. Patient was redirected to the health care professional (hcp) for medical assessment and direction. Patient also reported no therapeutic benefit since implant, further saying they were going all the time. Patient said that their family had adjusted settings for them. General therapy information and programming guidance were reviewed and patient was recommended to track results. Patient confirmed stimulation was on, and they adjusted settings during the call. It was noted that patient did not intend to follow up with any hcp. Patient also mentioned that they had swelling in their arms, legs and feet prior to the surgery. No further patient complications were reported/ anticipated as result of this event.